Manufacturer narrative:
Customer service advised the customer to reach out to the distributor for a replacement pump. In follow up with the complaint handler on (B)(6) 2026, the customer responded that she returned the pump to the medela distributor. On (B)(6) 26, additional questions were sent to the customer, and she responded that she had received her replacement pump. Additionally, she stated that she was on day 6 of a 10 day antibiotic. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On (B)(6) 2026, the customer alleged to medela llc that her symphony pump that she received from a medela distributer had low suction. The customer alleged that she replaced all the parts and there was no change in the suction. Additionally, the customer alleged that she developed mastitis and received antibiotics.